Manufacturer narrative:
The reported complaint of "coolant leakage from the thermogard console ((B)(4))" was confirmed during the internal visual and functional device inspection. The root cause of the reported issue was the broken and disconnected coldwell outlet joint, which most likely resulted from excessive corrosion due to user mishandling. During visual inspection, damaged and missing parts were observed, unrelated to the reported complaint. The top cover deck was broken in multiple locations, the pump lid was broken and completely separated, the hinges were missing screws, the pump rotor and inside the pump raceway were corroded and rusty, the coldwell lid was heavily rusty, the gasket was corroded, and the console air filter was significantly dusty. All these observed issues are attributed to user mishandling and negligence. No documented report was found showing that preventative maintenance (pm) was performed since the customer acquired the device in 2015. All the damaged and missing parts on the console must be replaced to address the issues. The system's event log was reviewed and showed several tcmid:02 (ce danfoss error) and tcmid:06 (ce post failure) error messages, unrelated to the customer's reported complaint. It was not possible to perform functional testing because the coolant would leak out of the coldwell due to the broken and disconnected coldwell outlet joint. Internal visual device inspection revealed that the coldwell compartment and its filter were rusty and heavily corroded. In addition, the coolant level sensor tubing was discolored, containing rust and contamination. The coldwell leakage also contributed to the corrosion found around the circulation pump and console metal base. The circulation pump is suspected to be faulty due to this observed corrosion. Based on the massive amount of corrosive damage found during the device inspection, the zoll service technician suspected there may have been some liquid damage to the console, which has caused corrosion and other issues. The technician suspected that the liquid may have been something other than the coolant, such as water. To remedy the problem, the entire coldwell compartment will be replaced. Zoll service technician performed further device inspection to determine the root cause of the tcmid:02 and tcmid:06 error messages, which were noted in the system's event logs. Technical investigation concluded that the root cause of the tcmid:02 and tcmid:06 were malfunctioning danfoss and cooling engine modules, respectively, likely requiring the cooling engine assembly to be replaced. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for thermogard with serial number (B)(4).

Event description:
During a device check, the customer noticed coolant leakage from the thermogard console ((B)(4)). The coolant (propylene glycol) was leaking on the floor when the customer was filling up the coldwell. No patient involvement.